Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The customer was discontinue the use of device .

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and cosmetic damage(cracked pump) found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. During visual inspection a crack was found on the u6 chip. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked pump) was confirmed during visual inspection where cracked case above arrow and battery icon was noted. Blank display confirmed due to cracked u6 chip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.